Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number:5042769 , model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was having lead migration. The patient underwent a lead revision procedure. The patient was doing well postoperatively.